Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reported a pt with a poor clinical outcome. Pt records provided indicated this pt exhibited a decrease in bcva in both eyes as compared to pre-op measurements. This report is for the left eye, the right eye is being submitted under manufacturer report #1061857-2007-00159. Approx 4 months post-op, this pt exhibited a decrease in bcva in the left eye from the pre-op measurement. The latest exam dated 5 months following the initial procedure indicates the bcva remained the same, although ucva improved from 20/cf to 20/25.